Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 7mm from the tip and the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.